Event description:
It was reported to philips that the allura device would not product exposure x-ray. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the verara generator converter. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the exposure was not happening. Review of the system log file showed that the generator reports error xgen (02wu). Upon functional analysis it was found that the converter 1 (anode) short circuit ¿ frontal. To resolve the reported issue the fse replaced the q1 converter. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.